Event description:
It was reported that a physician deployed a 3.5mm x 20mm sprinter legend rx balloon dilatation catheter to treat a lesion in a patient and it was reported that the balloon catheter was used post expiry. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Results: failure to check if device was past ubd before use. Conclusion: failure to check if device was past ubd before use. (B)(4).